Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient stated the sensor error message occurred the whole night on (B)(6) 2025. The patient was up all night, and when they got up on the morning on (B)(6) 2025, they received cgm readings, and the reading was normal (unspecified value). The patient took a glass of orange juice and then took a shower. The patient then got the sensor issue error alert again. The patient took a fingerstick and the blood glucose reading was 25 mg/dl. The patient was ¿getting low¿, but no specific symptoms were reported. The patient called the ambulance but declined to provide any further information regarding the event. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred frequently between (B)(6) 2025 and (B)(6) 2025. The allegation was confirmed due to no readings/ sensor error/ brief sensor issue frequently within the investigation window.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "it was reported that no readings/ sensor error/ brief sensor issue occurred." And "the allegation was confirmed via data."h2 correction